Event description:
Customer reported that the "module went blank during an infusion of zosyn in the ER and a second time in the micu". There was no pt harm and medical intervention. Although requested, no further pt or event info was provided.

Manufacturer narrative:
MFR's report date on: (B)(4) 2014. The customer reports that a pump module went blank was confirmed. Review of the source pump module event logs confirmed that a communication error event occurred. During this event the pump module is designed to continue infusing at the currently programmed parameters; however no program changes can be made. Visual inspection of the source pump module confirmed that the female iui connector had contamination on pin #13 (ground) that caused the associated pump module to lose power when it was manipulated. Contaminates were also found on various iui pins on the returned associated devices. Testing of the returned alaris system confirmed that a pump module when connected to the left side of the source pump module would lose power and channel identification. The root cause of the customer's experience is fluid contamination on the iui connector contacts. The channel disconnect/loss of power event replicated during testing was caused by contamination causing an open condition on pin 13 (ground) on the source pump module.